Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional d4 UDI number. Additional information was requested, and the following was obtained: after investigation, the patient was a 64-year-old female who underwent laparoscopic uterine surgery in hospital on (B)(6) 2024. The surgeon used vcp358h to sew the vaginal stump during surgery (with specific suturing method unknown). After the suture was delivered into the abdominal cavity through the trocar, it was found that the needle detached. The medical staff immediately looked for the detached needle but failed. Then the suture was replaced (with specific product information unknown) for sewing tissue. After the completion of the surgical steps, the surgeon looked for the detached needle but still not found. Then the patient was given x-ray examination. The x-ray showed that the needle was located in the abdominal cavity. The needle was removed under the image positioning and the integrity was checked. The surgery was completed routinely after confirming that there was no residual foreign body in the patient's body. This event led to increased intraoperative blood loss (the specific volume of increased blood loss was unknown) and prolonged the surgery for about 8 hours. The patient was in stable condition currently. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2024 and suture was used. During the surgery, when the doctor sutured the residual end of the uterus, the surgeon inserted the needle into the 10cm sheath. After entering the abdominal cavity, it was found that only the suture was present and no needle was visible. The surgeon and touring nurse immediately stopped the surgery to search for the needle. The surgeon searched within the scope of the surgical incision, the instrument nurse searched for dressings and the surroundings of the instruments, and the touring nurse searched for the floor of the operating room, but none of them were found. The patient has bleeding at the stump and cannot wait. After replacing the needle, the surgeon continued to suture the remaining part of the uterus. After the surgical steps were completed, the search continued but was unsuccessful. Immediately call the head nurse to report and contact the radiology department for further examination. The x-ray showed that the needle was located on the posterior side of the abdominal cavity, and it was difficult to remove multiple times under imaging positioning. The three parties confirmed that the alignment was complete, and the surgery was completed before being sent back to the ward. This incident seriously affected the surgical process, resulting in prolonged surgical and anesthesia time for patients, increased bleeding, increased chances of postoperative complications, delayed discharge, and serious harm. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m h6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that the needle was removed during the initial procedure. If no, please explain. Please confirm the needle pulled off the suture. Please confirm the needle did not break. Please provide the patient's weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How long was the surgery delayed? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?